Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue with the pump and that the battery compartment threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2015 with the following findings: the pump was unable to maintain an electrical connection with returned battery cap due to the cap detaching from the battery compartment. The battery cap and compartment threads were both damaged. The battery compartment was also cracked near the thread area. A test battery cap was used to complete testing. The pump's black box shoed multiple pump reboot events. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms being duplicated. Unrelated to the reported issue, the contrast, up, and down buttons were intermittently unresponsive. There was contamination found underneath the keypad button contacts. Additionally, the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.